Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had flame or fire issue. This was a vats/exp lap case. The surgeon was operating in the thoracic cavity at time of the event. The tip of the electrode caught on fire when activated "lit up like a candle" was the description from staff. The surgeon pulled the device away from patient and no known injury resulted. Generator settings were 20/20 and it was not known if cut or coag was activated.